Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va04h0y, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient fell a few days prior to call. The area was red and they had a lesion where they fell. The patient experienced leg and lower back pain when the stimulator was on. Some impedances were within normal limits and while some were less than fifteen ohms. X-rays showed no visible damage. The patient was sent to the emergency room for the lesion. The stimulator was off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.